Manufacturer narrative:
Prior to the repair of the product an analysis has been performed. It was found that the push button has been missing completely, also the head of the instrument was damaged. In addition, it was found that the drive assembly which is mounted inside the head was not aligned anymore. These findings show that the product received a strong external hit - very likely is a damage from a drop. After disassembling is was found in addition, that the ball bearings have been worn out. A test run was not possible anymore but it is very plausible that the handpiece heated up with all these damages. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover the following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Issue reported as similar products are sold to the us.

Event description:
During a dental treatment the handpiece heated up and burned the patient on lip. Further details have not been supplied, hence 'date of event' is best estimate.